Event description:
During the fse (field service engineer) evaluation of the device it was found that the defibrillation paddle's cord's insulation is compromised. There was no reported patient or user involvement and no adverse patient/user impact.